Event description:
The customer alleged that the vent went "inop" while on a pt. The mallinckrodt customer support engineer (cse) verified the reported condition. The cse inspected the device and replaced the exhalation flowsensor. The unit passed extended self testing. There was no pt harm reported.